Manufacturer narrative:
The customer reports that the cns (central monitoring system) did not alarm for a pvc (vpc). Customer was asked what leads the patient is being monitored in and whether they are in single or multi lead analysis. Customer states lead ii for trace 1 and v1 for trace 2 and multi lead analysis. Customer was asked if the alarms for the vpc are on at the bsm (bedside monitor) and cns (central monitoring system) and the customer stated yes. Customer states other arrhythmia alarms are capturing in recall. Nihon kohden suggested customer change the electrodes and lead placement. The customer did not want to provide data after nihon kohden requested it for review. No harm occurred to the patient. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reports that the cns (central monitoring system) did not alarm for a pvc (vpc).

Manufacturer narrative:
(B)(4).